Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient began having symptoms of hemolysis, and their lactate dehydrogenase (ldh) was greater than 1000, haptoglobin was less that 20, and they had increased shortness of breath (sob) and worsening kidney function. An echocardiogram on (B)(6) 2013 showed the av opening with every beat, and the lv dilated. The pump was exchanged a few days later.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.